Event description:
Event description guidant received information that, three years post-implant, this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to premature battery depletion.